Manufacturer narrative:
Correction to the initial MDR, the section date received by manufacturer should be 04/10/2016 in the initial MDR.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported noticing a fluid leak from the cassette/tubing set after she completed treatment. During follow up with the patient it was determined the patient did not experience any complications or adverse events as a result of this event. The sample was discarded. No antibiotics were prescribed.